Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo lesion with mild calcification in an unknown coronary vessel, a 2.5x18 rx xience v stent delivery system (sds) was advanced; however, while attempting to advance through a previously implanted stent the 2.5x18 rx xience v sds became stuck and could not cross the lesion. Reportedly, after some attempts the sds was able to be withdrawn from the patient anatomy. A new xience v was advanced and implanted to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.